Manufacturer narrative:
T was reported to abbott, a patient underwent an unrelated surgical procedure and may not set the ipg into surgery mode. Thereafter, the ipg failed to establish communication with a programmer. The ipg was replaced and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, the device history records of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent a spinal procedure after which the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.